Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient replaced the battery to no avail. The patient did not have a replacement battery cap available. Troubleshooting revealed there was no damage to the battery compartment or battery cap, there was no moisture or corrosion seen in the battery compartment, and the battery cap was tight and secure. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated no power issues. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to tighten securely to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.